Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare loop came off when the nurse closed the snare on the polyp. It was the second polyp they had removed with this snare. The physician used a biopsy forceps to remove the detached snare loop and also cleaned off the rest of the polyp with the biopsy forceps. The procedure was completed with a different device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a polypectomy procedure performed on (B)(6)2019. According to the complainant, during the procedure, the snare loop came off when the nurse closed the snare on the polyp. It was the second polyp they had removed with this snare. The physician used a biopsy forceps to remove the detached snare loop and also cleaned off the rest of the polyp with the biopsy forceps. The procedure was completed with a different device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of snare loop detached. Block h10: a 10mm round cold snare was received for analysis. Visual evaluation of the returned device revealed that the snare loop was detached from the distal end, however the snare loop was not returned for analysis. It was reported that the end of the snare fell off in the colon. Residues were observed inside the sheath. No other issues were found. A risk review of the cold snare was completed using 90122972, polypectomy snares risk mgmt wkbk, bsc, bu.3 and confirmed that the event of loop detached was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. Based on the information available and the analysis performed, the most probable root cause for this problem is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. There is an investigation in place to address this issue.